Manufacturer narrative:
It was confirmed there was nothing wrong with the bed and nothing was needed from stryker at this time. The tripping hazard was not due to any component level defect or malfunction. The catalog number has been updated in section d.

Event description:
It was alleged that a staff member tripped on the bed rail because the rail is too close to the floor when down. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that a staff member tripped on the bed rail because the rail is too close to the floor when down. No adverse consequence or clinically relevant delay in treatment was reported.